Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the part inside the handle. Related mdrs: 9610877-2021-10121, 9610877-2021-10723, 9610877-2021-10725, 9610877-2021-10726. This report is being filed as part of the pentax backlog management plan.

Event description:
The forceps may or may not open after the handle operation. (When confirming at the hospital, confirm that it will open in about 1 second) as a result of checking, there was a catch when operating on the opening side, and there was a time lag between when the handle was operated and when it was opened. In addition, since defects were confirmed in the pre-use inspection, no health damage has occurred to patients or medical staff. It is the same device involved in five different events.